Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event as the patient's native patella subluxed and an initial patella implant was placed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent primary knee surgery. Approximately 9 months postop, the patient was revised due to patella subluxation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown femoral component, unknown articular surface, unknown tibial component. G2: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.